Event description:
It was reported that the system would not boot up. The system was shut down, allowed to sit, then it would boot up. This caused an intermittent total loss of navigation functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.